Manufacturer narrative:
(B) (4): the device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list # 55239, that is marketed domestically. (B) (4)

Event description:
The reporter indicated that the volume of feed was going up, but that no feed was actually delivered. The dose was 300ml. The volume fed displayed 275mls. No feed was actually delivered.